Event description:
Patient came into the hospital with acute prosthetic mitral valve insufficiency due to defective mitral valve. One leaflet missing from the mechanical valve. Mitral valve prosthesis replaced.